Event description:
A pt reported two blood glucose comparisons and obtained "10.1 mmol/l" with a lifescan meter and "7.8 mmol/l" on a laboratory device on the first attempt and "11.3 mmol/l" with a lifescan meter and "8.0 mmol/l" on a laboratory device on the second attempt, both performed within 10 minutes of each other. Between the tests, there was no intervention that would be expected to change the blood glucose. Thereby indicating a potential malfunction of the meter in terms of accuracy. The control solution test failed. The meter was replaced.